Event description:
Information was received indicating that the cadd pump keeps sucking in air. - flow stop leaked. The nurse was trying to prime the cassette at bedside. The cassette was discarded and replaced. There were no adverse events reported.